Event description:
Patient reported being hospitalized, with high blood glucose, in 2005. They stated that, before going to work that morning, their blood glucose measured - 590 mg/dl. Patient stated that their boss transported patient to the hospital, where they were treated with an insulin drip. At the time of the report, patient was still in the hospital, and their blood glucose measured 346 mg/dl (normal blood glucose-200 mg/dl).